Event description:
It was reported that when the device with reload cartridge were used during a laparoscopic assisted vaginal hysterectomy, the device fired fine, on 2nd firing, staples didn't form properly and tissue did not cut. Another device was used to complete the case. There was no consequence to the patient.